Manufacturer narrative:
The device has been requested to be returned, however, it has not been received. A video was received for evaluation, however, investigation is not yet complete.

Event description:
The customer reported a general complaint in which they stated that on unspecified dates, there were observations of disconnections involving 4¿ (10cm) smallbore trifuse ext set w/3 microclave, 3 clamps, rotating luer. The customer reported that the disconnections occurred from (B)(6) of 2022 and that the disconnections mainly occurred with chemotherapy infusions. The customer stated that c-clips were utilized in many of the incidents and that the disconnections occurred at the same location. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
Additional information in b5 and d10 sections.

Event description:
This record was created to reflect the 1 of 6 incidences of disconnections of unknown chemotherapy medication during patient infusion.

Manufacturer narrative:
One photo and one video were shared by customer. On the photo the component spiro is separated from the item, due to no lot number or item were shared it's not possible to confirm if this detached spiro belong to the set. On the video its was observed how the spiro can be easily separated from a male luer. However its unknown if the spinning mechanism was activated properly. No additional damage or anomalies on the whole set were observed. The device history review couldn't be performed due to lot number for this complaint was unknown.